Event description:
This rv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017 due to high pacing threshold. This lead had normal impedances and is appropriately sensing. The physician was dr.(B)(6) at (B)(6) in (B)(6). No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).